Event description:
In 2009, the patient reported she was inserting an insulin cartridge into her infusion device when the device displayed an e10 (cartridge error). She pulled the cartridge out and the plunger remained attached to the piston rod causing all of the insulin to spill inside the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.